Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during the extraction of the tfna nail, the nail became stuck and was not able to be removed. The doctor had to reinsert the insertion handle onto the nail, which was inside of the patient. The extractor failed to attach, and the doctor was afraid that further intervention would damage the head of the nail. The doctor malleted blade into the nail. The patient experienced a hairline fracture near the fracture line. There was a surgical delay of 120 minutes. The patient was reported to be good condition. Concomitant device reported: insertion handle (part number unknown, lot unknown, quantity 1), tfna end cap (part number unknown, lot unknown, quantity 1), locking screw (part number unknown, lot unknown, quantity unknown), extraction instrument (part number unknown, lot unknown, quantity unknown), mallet (part number unknown, lot unknown, quantity 1), nails: tfna (part number unknown, lot unknown, quantity 1), extract-instr f/nails cann (part number 03.037.032, lot unknown, quantity 1). This report involves one (1) unknown nail head elements: tfna helical blade. This is report 3 of 3 for (B)(4).